Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not showing images. The issue was found during sedation while the device was inside the patient in an unspecified procedure that was completed with the same device. There were no reports of patient harm.